Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: local reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast reconstruction revision with a 425cc mentor breast implant and experienced fluid oozing out of her left breast post-operatively. As a result the patient underwent bilateral device removal and replacement with 425cc mentor breast implants, catalog number: 3504254bc, serial numbers: (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019, the product investigation was completed. Device investigation summary: upon evaluation of the sample, it was observed parallel lines of shell wear were also observed on the anterior aspect, suggesting in-vivo folding or creasing of the device. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer's reference number: (B)(4).